Event description:
It was reported during an implant procedure, the lead insulation became twisted. The lead was not used and another lead was implanted. The patient was stable throughout.

Manufacturer narrative:
Correction: d9: field should be aug 30, 2024.

Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead noted the outer insulation was twisted from the middle region of the lead to the distal tip. The cause of the reported event of insulation twisted was isolated to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages that were noted are consistent with procedural damage.